Event description:
The event is reported as: a crack was found on the proximal port cap of the circuit, causing a leak in the circuit. The reported defect was found during the pre-testing of the circuit and prior to use on a patient.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.